Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Report cover-letter states that: "the report contains all the information presently available." Conducting follow up inquiry was impossible. Medwatch submitted: mw5063483.

Event description:
Report received stated in the event description: "we used tornier phantom fiber in a number of our total knee replacement patients and noticed that the suture did not absorb after the 1 year that we were told, and they caused swelling and irritation of the knee. We have had to go remove the suture with an open procedure on about a dozen patients. Used on multiple patients in 2015. Dates of use (B)(6) 2015. Diagnosis or reason for use: suture the fascia layer closed after tka. Event abated after use stopped or dose reduced: no" no further patient complications have been reported for this event.